Manufacturer narrative:
D2a - common device name: additional names: gbo catheter, nephrostomy, general & plastic surgery; lje catheter, nephrostomy. D2b - product code: additional product codes: gbo, lje. E3 - occupation: buyer. H3 - device evaluated by mfg? Device evaluation anticipated but has not yet begun. Awaiting device return. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the hub of an ultrathane mac-loc locking loop multipurpose drainage catheter fractured, as the patient reported hearing a "snap" when moving and turning. Additional information regarding event details and patient outcome has been requested but is currently unavailable.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Additional information: a2, a3a, d9 - date returned to mfg. Investigation ¿ evaluation. It was reported the hub separated from an ultrathane mac-loc locking loop multipurpose drainage catheter. The catheter was placed and sutured to the patient¿s skin. About 3-4 hours later, a snap was heard as the patient was moving and turning in bed, and separation of the catheter was discovered. As a result, the catheter was removed and replaced. No other adverse effects were reported due to this occurrence. Reviews of the documentation including the complaint history, quality control procedures, and instructions for use (IFU), as well as a visual inspection and dimensional verification of the returned device, were completed during the investigation. One open and used device was returned in a damaged condition. The catheter, with the flare attached to the shaft, was confirmed to have separated from the mac-loc adaptor at the connection site. A visual examination confirmed there was no material elongation. The cap and mac-loc adaptor passed the gap gauge requirement. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient controls are in place to detect this failure mode prior to release. A review of the device history record (DHR) could not be completed due to the lack of lot information from the facility. An expanded sales search to the customer was unable to identify the complaint lot. Cook was able to review product labeling. Cook also reviewed product labeling. [IFU__multi2_rev1] is packaged with this device. The product IFU states the following in consideration of the reported failure mode: precautions: patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter. How supplied: upon removal from package, inspect the product to ensure no damage has occurred. Evidence provided upon review of the dmr, IFU, and device evaluation suggests that the device was manufactured to specification and that there is no evidence suggesting nonconforming product exists either in house or in the field. Based on the information provided, an examination of the returned product, and the results of our investigation, it was concluded that a component failure without any design or manufacturing issue contributed to the reported event. It is possible that the catheter experienced excessive force or tension while in the patient, but this cannot be confirmed with certainty. Per the risk assessment no further action is required. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Event description:
In additional information received in 03apr2025, it was reported that the catheter was sutured in place, and 3-4 hours later the failure was noticed. The complaint device was removed and replaced in an additional procedure. No other adverse effects were reported.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.